Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. Review of provided log shows device recorded an air in line detected alarm, a cannot start pump alarm, and a reservoir volume is zero alarm while device was in operation. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had an air in line that was firing, and that infusion was ending early. The customer calculated delivery accuracy and some cases the infusion was in the spec, but in others the accuracy ranges from 11.5% up to 21%. It had an internal quality assurance on their infusions and noticed an increased trend of air in line alarms along with infusion ending 2.5 hours early. The product fault occurred while in use with a patient. There was unknown patient harm/adverse event reported.